Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.8, 2.1, lab: 2.57. Date: (B)(6) 2011, inratio: 2.4, lab: 2.3. Rn said she was satisfied with the results on (B)(6) 2011 and no longer wanted a different meter for the patient self tester. Nurse called back from clinic in behalf of patient. The nurse confirmed patient was milking finger, using coaguchek lancets and is wiping the first drop.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2011. The 1st inr = 1.8; 2nd inr = 2.1. Mean = 1.95; sd = 0.21; %cv = 10.88. Since % cv is less than 20%, inratio meter results pass criteria for precision. No further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was available. No product was expected to be returned. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.